Event description:
The customer reported the surgeon inserted the +17.5 diopter cq2015a three piece collamer lens in the patient's eye before discovering the capsule had been damaged during irrigation/aspiration. The lens was removed immediately, a vitrectomy was performed and another cq2015a lens with a different diopter was implanted. This facility does not use staars phacoemulsification equipment. The reporter stated the event was due to a pre-existing patient condition.

Manufacturer narrative:
Brand name: collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product showed the lens was received in liquid and a haptic was bent. Both sides of the optic and haptics were checked for rough/sharp edges and found to be acceptable. (B)(4).